Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 419688 implantable pacing lead, implanted: (B)(6) 2012; 5076-45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds and had dislodged. It was noted that the lv lead was in the main body of the cs (coronary sinus). The lead was capped and not replaced. No patient complications have been reported as a result of this event.